Event description:
It was reported that pump displayed malfunction alarm with code 12 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer was not able to reset pump at time of call because pump owner was at school. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did reoccur. Cts to replace pump. Customer will use a backup insulin pump.